Manufacturer narrative:
The device was returned and customer allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage was noted on the videoscope. The location of leakage was unknown. The device was returned and an evaluation revealed, deterioration or breakage of the distal end adhesive. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the "leakage" was found during reprocessing. There was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deterioration/breakage of the distal end adhesive was physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. The event can be detected/prevented by following the instructions for use which state: ¿ltf-190-10-3d operation manual provides the detection method. ¿important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ltf-190-10-3d reprocessing manual provides the preventative measures. ¿3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿¿ olympus will continue to monitor field performance for this device. This follow-up report is being re-submitted, due to an issue with a previous supplemental acknowledgment failing, and necessitating voiding out the this supplemental to resolve the numbering issue.

Manufacturer narrative:
This report is being submitted to report the device evaluation findings. The returned device was evaluated. Leakage was noted at the bending section cover and connector. The charge coupled device (ccd) cover lens glue was peeled off. The adhesive part of the bending section cover was cracked. The scope body was discolored. Cable tube unit and slave had buckling. The scope connector (master and slave) was cracked and joint was discolored. The light guide cover glass had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available. This follow-up report is being re-submitted, due to an issue with the 3rd acknowledgment failing. The follow up has been updated in g6, from ¿2¿ to ¿1¿ to resolve this issue.